Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. After a replaced gas supply indicator set and front panel to resolve customer reported issues. Replaced CPAP cartridge as it failed calibration. Replaced broken ctrl knobs and end caps. Replaced battery, filter, o-rings, case label set as a pm. Reset patient pressure cycling led. Adjusted peep control valve and CPAP control needle due to output measurements not in tolerance the device passes all functional tests. The DHR is not relevant due to the age of the device.

Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 - product problem.

Event description:
It was reported that face plate on a smiths medicalventilator is damaged and the little ball indicates the air is not working. No adverse patient effects were reported.